Event description:
It was reported that patient received inappropriate hv therapy. During ICD revision, when the pocket was opened; it was noted the lead dislodged from the ICD connector before the lead was unscrewed. The lead and ICD were explanted and replaced. Patient was discharged from hospital in good condition.

Event description:
It was reported that patient received inappropriate hv therapy. During ICD revision, when the pocket was opened; it was noted the lead dislodged from the ICD connector before the lead was unscrewed. The lead and ICD were explanted and replaced. Patient...

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 12.7-12.9cm from the connector pin, consistent with lead friction to the ICD can. Externalized conductors due to external insulation abrasion were noted at 12.4-15.5cm from the distal tip electrode, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 21.6-25.1cm from the distal tip electrode. Internal insulation abrasion under the rv shock coil was noted at 3.7-3.8cm and 4.5-4.6cm from the distal tip electrode. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.1-5.4cm from the distal tip electrode. The etfe coating was abraded at this location. The reported inappropriate therapy could not be confirmed.